Event description:
The biomed of the facility reported a colleague pump with a failure while infusing on a patient. The biomed stated that no patient incidents were reported on this pump since the last baxter service event. Although information was requested by baxter, none was provided regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.